Event description:
The manufacturer service technician reported that the device had a broken lever. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device had a broken lever. The event occurred during functional testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.